Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report there was a fluid experienced during treatment. It is unknown where the leak came from. The patient also reported to receive an air detected in cassette warning prior to the leak. The patient also received a drain complication encountered during drain 1. The patient also received a patient line is blocked message during fill 1. Upon follow up, the patient confirmed that on (B)(6) 2022 a fluid leak was experienced during an unknown phase of treatment. The machine also experienced a patient line is blocked message, an air detected in cassette warning and roughly 15 drain complication encountered messages during treatment. The fluid leak was experienced during an unknown phase of treatment from an unknown location on the cycler set lines. The patient initially discovered fluid on the floor under the cart during an unknown phase of treatment. The solution bags, connections and the cycler were inspected and reported to be dry with no defects or leak issues. The patient stated that the lines were clamped, however they suspected that the leak was from somewhere from the tubing given that the other supplies were dry. The bag connections were secure and there was no sign of a fluid leak in the cycler door or on top of the tray. Furthermore, the solution bags used were dry with no reported leaks. The patient confirmed that after the multiple drain complication alarms they cancelled treatment and completed a stat drain. The patient did not complete treatment during the night of the event. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed they completed treatment on the cycler on (B)(6) 2022 and (B)(6) 2022 without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report there was a fluid experienced during treatment. It is unknown where the leak came from. The patient also reported to receive an air detected in cassette warning prior to the leak. The patient also received a drain complication encountered during drain 1. The patient also received a patient line is blocked message during fill 1. Upon follow up, the patient confirmed that on (B)(6) 2022 a fluid leak was experienced during an unknown phase of treatment. The machine also experienced a patient line is blocked message, an air detected in cassette warning and roughly 15 drain complication encountered messages during treatment. The fluid leak was experienced during an unknown phase of treatment from an unknown location on the cycler set lines. The patient initially discovered fluid on the floor under the cart during an unknown phase of treatment. The solution bags, connections and the cycler were inspected and reported to be dry with no defects or leak issues. The patient stated that the lines were clamped, however they suspected that the leak was from somewhere from the tubing given that the other supplies were dry. The bag connections were secure and there was no sign of a fluid leak in the cycler door or on top of the tray. Furthermore, the solution bags used were dry with no reported leaks. The patient confirmed that after the multiple drain complication alarms they cancelled treatment and completed a stat drain. The patient did not complete treatment during the night of the event. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed they completed treatment on the cycler on (B)(6) 2022 without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: h6: type of investigation, investigation findings, investigation conclusions.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report there was a fluid experienced during treatment. It is unknown where the leak came from. The patient also reported to receive an air detected in cassette warning prior to the leak. The patient also received a drain complication encountered during drain 1. The patient also received a patient line is blocked message during fill 1. Upon follow up, the patient confirmed that on (B)(6) 2022 a fluid leak was experienced during an unknown phase of treatment. The machine also experienced a patient line is blocked message, an air detected in cassette warning and roughly 15 drain complication encountered messages during treatment. The fluid leak was experienced during an unknown phase of treatment from an unknown location on the cycler set lines. The patient initially discovered fluid on the floor under the cart during an unknown phase of treatment. The solution bags, connections and the cycler were inspected and reported to be dry with no defects or leak issues. The patient stated that the lines were clamped, however they suspected that the leak was from somewhere from the tubing given that the other supplies were dry. The bag connections were secure and there was no sign of a fluid leak in the cycler door or on top of the tray. Furthermore, the solution bags used were dry with no reported leaks. The patient confirmed that after the multiple drain complication alarms they cancelled treatment and completed a stat drain. The patient did not complete treatment during the night of the event. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed they completed treatment on the cycler on (B)(6) 2022 and (B)(6) 2022 without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available for return to the manufacturer for physical evaluation.